Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. A 5ml syringe was also returned with the et tube. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample appears typical. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A syringe was filled with air and attached to the valve of the tracheal (white) pilot balloon. Upon injection of air, both the pilot balloon and cuff immediately inflated. The same process was used to test the bronchial (blue) inflation line. Once again, both the pilot balloon and cuff immediately inflated. The syringe was then removed and the cuffs and pilot balloons were inspected for leaks. No leaks were detected. The syringe was then reattached in order to deflate the balloons. All pilot balloons and balloon cuffs were able to deflate. The et tube was submerged underwater and an attempt to inflate the balloon cuff was made in order to detect any leaks. Upon injection of air, no leaks were detected. No functional issues were found with the returned sample. The IFU for this product states "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction , is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states , "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device.

Event description:
It was reported that "the doctor found cuff leakage during clinical setting before using on patient". No patient involvement reported.

Event description:
It was reported that "the doctor found cuff leakage during clinical setting before using on patient". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 80 samples were taken from the current production (part # 00267-35 lot # 3150334); the samples were visually inspected and issue reported "leak - balloon cuff" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.